Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but appears to be the result of infection based on the provided operative report. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 200-02-41 - three peg patella 41mm; (B)(6) 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t; (B)(6) 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. The product associated with the reported event is within the scope of recall [z-0023-2022]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 34 months after a left total knee replacement procedure, the patient underwent a revision procedure to address significant knee pain, swelling, and dysfunction after a 2nd fall. He presented to an outside ER and an aspiration was performed. The was also aspirated a 2nd time, where purulence was identified and cultures were obtained, indicating left knee periprosthetic infection. Revision surgery operative notes were provided. Intraoperative findings indicated no gross purulence. The surgeon performed a knee incision, irrigation and debridement, near total synovectomy, and polyethylene liner exchange. The patient was awoken in the operating room and in stable condition. No further issues or complications were reported. No additional information is available.